Event description:
It was reported that there was noise/oversensing observed on the extravascular (ev) lead post implant procedure, which was responsible for over detection. It was suspected that this was due to an air bubble in contact with the ev-lead. Therefore, the decision was taken to deactivate the therapies and keep the patient in the hospital where the patient will remain under observation until an x-ray check can be done the following day. The x-ray check showed good positioning of the casing and probe and control of the casing is also satisfactory, with disappearance of noise, and no noise on the other channels either, indicating all in favor of air bubble resorption. Therefore, therapies were reactivated. The ev-lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implanted: on (B)(6) 2025; cmrm6133 antibacterial absorbable envelope implanted: on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.